Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). (B)(6). On 13-jul-2017, an fse followed up onsite and observed the injection valve I-6 port was cross threaded. They replaced the valve and the instrument was verified to be operational. There was no further action required by fse. The most probable cause of the reported event was a bad I-6 connection.

Event description:
On (B)(6) 2017, a customer reported low area flags with their g8 analyzer. They tried replacing the sample probe and checking the waste line but the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. .